Event description:
Ground led is active issue was found during a pm of bed. Bed came from general medsurge area, not aware if a patient was on bed and not aware of any injuries.

Manufacturer narrative:
Three attempts have been made to resolve this contact with the customer without resolution.